Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging an unusual issue with the subject meter. The reporter stated that when the power the meter on it displays and hourglass icon and then switches off. No further details were provided at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.